Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 3003442380-2024-13630 - device 8 of 8.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced eight infusion sets fell off during use events on (B)(6) 2024. The infusion set was used for 1 hour. The bg level was reported 160 mg/dl. Therefore, patient was treated with mdi. No further information available.